Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient received in the ER after receiving a notification. Device interrogation revealed episodes of non-sustained rv oversensing. Intermittent noise was also observed. Myopotential oversensing was suspected. Performing deep breathing and coughing to reproduce oversensing was suggested. Programming changes were made. Further actions will be discussed with the physician. The patient was fine after the event.